Manufacturer narrative:
Pending investigation. D10: 300-01-10 - equinoxe humeral stem primary press fit 10mm, (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6). 320-38-00 - 145-deg pe 38mm hum liner +0, (B)(6). 320-20-00 - eq reverse torque defining screw kit, (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg, (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6). 320-15-05 - eq rev locking screw, (B)(6). 320-38-03 - 145-deg pe 38mm hum liner +2.5, (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6).

Event description:
As reported, approximately 1 year and 10 months post the initial reverse total shoulder arthroplasty (rtsa), the patient presented back with instability issues and was revised. The humeral try and liner were exchanged for thicker sizes, and the screw kit was exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. H10 related report numbers: 1038671-2024-04303, 1038671-2024-04304, and 1038671-2024-04305.